Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported as the physician placed the needle to implant the first permanent lead on (B)(6) 2018, a cerebrospinal fluid (csf) leak occurred. As a result, the physician performed a blood patch at the end of the surgery. The patient did have a headache, which has since resolved.